Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the subsequent treatments appear to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 40% stenosed lesion in the iliac artery with heavy calcification and mild tortuosity. The 8x59mm omni elite balloon expanding stent (bes) was attempted to be advanced to the target lesion; however, the stent became dislodged. Therefore, forceps were used to remove the stent. The patient was sent to cardiovascular surgery (cvs) for further treatment. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.